Event description:
My (B)(6) mother in law purchased a carex quad walking cane from (B)(6) in (B)(6) in (B)(6) of 2014. Last night she fell coming to open her door for use to get in because the cane snapped in two. My father in law did not hear her yell for him so she had to crawl on her knees about a foot and half to unlock her door so I could get in. Her saving grace was the dining table being close enough to help her and the fact that she was not outside. Otherwise she cold have really hurt something or impaled herself from the part of the cane still standing up. When I called (B)(6) their only comment was that they have a 90 day return policy. The carex company has not returned my call as of yet. Retailer: (B)(6). Retailer state: (B)(6). Explanation: I took the product home with me and can send pictures if needed. I have left a message for customer service to call me at carex. (B)(4).